Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. The 4 x 40 x 135 xpert delivery system was advanced onto the guide wire; however, before the device reached the anatomy or the sheath, the stent prematurely deployed on the guide wire. There was no resistance noted during advancement or removal. A new xpert delivery system was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.